Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the load did not go off at the time of surgery .both the handle and reload were replaced to resolve the issue. There was no patient injury.